Event description:
Customer reported a malfunction with their insulin pump, displaying malf 1 code, for which a reset was not possible. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump with updated software to be sent to the customer. The customer will use multiple daily injections as backup therapy.